Manufacturer narrative:
(B)(6). To determine the root cause of the break the broken part was sent to an accredited test laboratory for further investigation of the welding. Presumably frequent overload or rough handling (e.g. Because of collisions) led to the breakage. The breakage was promoted by a not optimally executed weld joint. According to the test report, the failure of the welded joint was due to hot cracks in the welded material. The hot cracking was favored by a wide seam width in relation to the seam depth and thereby high shrinkage stress due to transverse shrinkage. It cannot be extrapolated from these findings whether there were further hot cracking influences such as contaminated weld edges. Maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturer is awaiting return of device in order to perform investigations. Reason for break at the moment unclear. Usually more frequent overloading or rough handling lead to breakages. Maquet (B)(4)provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During preparation for a surgery, the fixture (#1002.65a0) to adjust the head rest to the operating room table broke. No patient was involved. (B)(4).